Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed , 3x22mm, concentric, de novo target lesion with a significant bend of >45 degrees was located in the right coronary artery. The lesion was engaged with 6f guiding catheter and was crossed from mid to distal segment. Pre-dilatation were done using 2.5x12mm nc balloon up to 14 atmospheres. Then a 3.00 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. And the patient status was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal end of the stent were found to be bunched and moved in a distal direction along the balloon material. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.